Manufacturer narrative:
The reported event helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. An x-ray inspection found the inner coil overtorqued at the connector region, consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorque of the inner coil.

Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered that the lead helix could not be extended. The physician elected to complete the procedure with a different lead. The patient was in stable condition.